Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.4-7.6cm and 7.6-8.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 8.2-8.3cm from the distal tip. The sensing conductor etfe coating was abraded at this location. The inner coil was exposed at these three locations. This is consistent with the field observation of inappropriate shock, noise, and capture anomaly. Internal insulation abrasions were noted at 13.7-13.8cm and 14.0-14.4cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy due to lead noise. Capture threshold was steadily rising. Physician elected to explant and replaced the lead. Upon inspection of the lead, suspected externalized conductors were noted.